Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient started experiencing sudden return of tremors today. When they tried to connect with the patient programmer (pp) to check their implantable neurostimulator (ins), the programmer showed a persistent 'poor communication' screen for both inss even after trying fresh and proper batteries. The patient was not currently using the patient programmer, but they were trying to connect in the correct way and still getting the poor communication screen. They were redirected to their managing healthcare provider (hcp) to discuss the symptoms. A replacement patient programmer was sent.